Event description:
It was reported that there was a power on reset. Intervention was taken to clear the reset and the device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset (por). The device experienced a critical ram parity error event (B)(6) 2011 in location "0f d9." The device should be able to recover from the event and continue normal function. There was no evidence of radiation therapy concurrent with event.